Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that high thresholds were noted on the pacing during implant. It was noted the lead "easily dislodged" due to patient anatomy. The lead was attempted / not used and replaced. No patient complications have been reported as a result of this event.